Event description:
As reported by the field clinical specialist, approximately 1 year and 10 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the s3u valve was found to have significant paravalvular leak. The team dilated the 23mm sapien ultra with a 24mm truballoon. Post bav the pvl was resolved however central ai was seen in the 23mm sapien ultra. A 26mm sapien ultra was prepped and deployed inside 23mm sapien ultra.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation and medical record review findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. Thv/tvt registry. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint were unable to be confirmed as no medical record or relevant imagery were provided for evaluation. A review of the device history records did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. In this case, per report post-dilation was performed with a non-edwards balloon resulting in central regurgitation. Per training manual, it was recommended to post-dilate with the same delivery system. Post-dilation with non-edwards balloon could possibly lead to over stretch on the leaflet resulting in leaflet motion restricted and/or central regurgitation in short or long term, which was depending on the degree of stretching on leaflets. As such, available information suggests that procedure factors (post-dilation with non-edwards balloon) may have contributed to the central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required.